Manufacturer narrative:
Evaluation summary: one device generator was returned for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The sample did not meet specification. External visual inspection found minor signs of wear. The customer reported error code 300 and rem light remaining green without rem being connected. The reported condition was confirmed. The investigation found that the adhesive holding the rem detects daughter's board had broken and the daughter's board was no longer making a proper connection. The connection was reseated to address the condition. This unit does not meet the requirements for a manufacturing or service failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had error code 300. There was no patient involvement reported. During servicing it was found that when the unit was powered on the rem was satisfied with nothing plugged in allowing the unit to activate when it should not be able to.